Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and there was corrosion. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6) g2 country: (B)(6).

Event description:
It was reported that before surgery the aftersales department received the dermatome for repair service. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the electric dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.